Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The device has been returned to the manufacturer for evaluation. As the lot number for the device was provided, a review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown). There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the subassemblies, material review reports, raw material testing, manufacturing process, and quality control inspection. This lot meets all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 7mm x 8cm balloon. No anomalies were noted to the device at this time. Functional/performance evaluation: the patency of the guidewire lumen was then tested using an in-house 0.035¿ guidewire, and it passed with no issues. The inflation hub was then connected to an inflation device and an attempt was made to inflate the balloon with water. Upon inflation, water was observed exiting the balloon, 8.2cm from the distal tip. The balloon was placed under microscopic magnification (10x) and a partial longitudinal and circumferential rupture was observed 8.2cm from the distal tip. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a partial circumferential rupture and longitudinal rupture on the barrel of the balloon. The definitive root cause could not be determined based upon the available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.